Event description:
During troubleshooting for a check supply line alarm, the home patient (hp) also stated that he had felt very full on a previous day and had manually drained approximately 4200 ml. The hp's fill volume is 2500 ml. The hp stated that he noticed that the hc machine does not drain everything out unless he stands up. The tsr explained how the minimum drain percentage works and advised the hp to discuss with nurse about adjusting it. No patient injury or medical intervention was indicated at the time of the initial report. Per increased intra peritoneal volume (iipv) call script, the volumes reported met the iipv criteria. The patient did not report any symptoms and refused a swap of the hc device. The probable cause was not identified from patient questions. During a follow up phone call by product surveillance to the hp, it was revealed that the hp stated that he did not have any injury or harm as a result of this incident. The hp does not exactly know what caused the large drain amount. Per hp, he is doing fine and continuing therapy on the hc cycler without any issues. Per hp, the hc machine is functioning appropriately. No patient injury or medical intervention was indicated at this time.

Manufacturer narrative:
(B)(4). A review of the pmda complaint activity revealed the device's minimum drain volume percentage had been decreased to 80%. Continued review of pmda revealed the hp may be a positional drainer, which (per the homechoice patient at-home guide glossary) is a patient who may increase drain volume by changing his/her position, or who drains best in one position. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation by customer.